Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Manufacturer contacted customer on 05/18/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Customer calling concerned her meter is displaying hi since last night ((B)(6) 2016). Customer states she tried to run several blood test last and night ((B)(6) 2016) at around 04:53 pm and received hi. Customer states in the mornings her normal blood glucose range is 444-543 mg /dl (after breakfast). Customer is on insulin and reports symptoms of weakness at this time but denies medical attention. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 1/28/2019 and open vial date is 4/4/2016. The meter memory was reviewed for previous test result history: (B)(6). Manufacturer contacted customer on 04/26/2016 and 05/18/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer during the conversation exhibit symptoms of extreme tiredness, the customer did agree to seek medical attention. Customer did have ems intervention since the day of the call, and spent 3 days in the hospital treated for a hyperglycemic onset. The customer stated that he condition has much improved.